Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. E2013037. Total number of events: 266. Gynecare tvt secur system 266.

Event description:
It was reported by attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2010 concurrently with laparoscopic lysis of adhesions and laparoscopic lso and mesh was implanted due to sui and complex ovarian mass. It was reported that, following the procedure, the patient experienced pain and erosion of her internal bodily tissues. It was also reported that the patient underwent mesh removal on (B)(6) 2013 due to protrusion of vaginal mesh. No additional information was provided.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Updated spreadsheet attached corrected product counts: e2013037. Total number of events: 267, gynecare tvt secur system 267.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Date sent to FDA: 04/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2015 through january 31, 2016.

Manufacturer narrative:
Date sent to FDA: 04/21/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2015 through january 31, 2016.

Manufacturer narrative:
Date sent to FDA: 12/27/2018 . Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2015 through january 31, 2016.

Manufacturer narrative:
Date sent to FDA: 02/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2015 through january 31, 2016.

Manufacturer narrative:
Date sent to FDA: 12/20/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2015 through january 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2015 through (B)(4) 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period december 1, 2015 through january 31, 2016

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2015 through (B)(4) 2016.